Event description:
After three years of successful use of their nucleus cochlear implant, this pt hit their head on the implant side. Following this occurrence, they were unable to hear with the device. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specs. Explantation and reimplantation with a new device was recommended. However, they have not elected to do so at this time.